Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump was worn inside her waist band at her son's wedding. Customer also stated that she has been sweaty and running around. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.